Manufacturer narrative:
(B)(4). Medical product - biomet tibial locking bar catalog# 141205 lot# 464530, bmt splined knee stm v2 14x80 catalog# 148304 lot# 116310, vngd ssk 360 r fem 65mm catalog# 185264 lot# 3544474, unknown tibia. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Manufacturer narrative:
(B)(4). Concomitant medical products - unknown femur; unknown tibia. Customer has not indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that underwent a revision of a tibial bearing and irrigation and debridement due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable at this time.